Manufacturer narrative:
Concomitant medical products: cook ds-60cc dilation syringe, metal inflation handle (unknown type). Investigation evaluation: our laboratory evaluation of the product said to be involved determined that the catheter was cracked. The pre-loaded wire guide was not included in the return. During a visual inspection, multiple bends/kinks in the catheter were measured at 103 cm to 122.9 cm from the distal end of the proximal hub. Additionally, during the visual inspection, it was noted that the catheter had a break at 116 to 116.4 cm from the distal end of the proximal hub. No section of the catheter was missing. Due to the catheter having a crack, a functional test could not be performed. No other anomalies were found. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The reporter was unable to specify if negative pressure was applied to the balloon device prior to advancement through the accessory channel of the endoscope. A possible contributing factor to device damage is failure to apply negative pressure to the balloon dilator prior to advancement through the endoscope. The instructions for use direct the user "to facilitate passage through the endoscope, apply negative pressure to the device". The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. A possible contributing factor to balloon damage is inadequate lubrication of the balloon with a lubricating agent. The instructions for use direct the user to "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." This activity will aid in endoscopic advancement and balloon preservation. Damage in the catheter can occur if the device experiences excessive pressure during general handling. Prior to distribution, all hercules 3 stage wire-guided balloon esophageal-pyloric-colonic are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopy procedure, the physician used a cook hercules 3 stage wire-guided balloon esophageal-pyloric-colonic. He [was] blocked at the middle of the operating channel of the endoscope without being able to get out [advancement was difficult midway through] despite good lubrication with ky gel. Although the force exerted on the catheter to pass the balloon, the catheter is kinked but is not passed [even though force was applied in an attempt to advance the balloon, the balloon would not advance]. By bending the rod of the balloon end, it is at risk to break. The reporter indicated that the dilation was completed successfully with another cook hercules 3 stage wire-guided balloon esophageal-pyloric-colonic. The device was received for investigation on 10/13/2016. At this time, the catheter was noted to be broken and leaking.